Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to gently clean speaker holes with soft bristle brush and wipe area with lint-free cloth, but customer did not have required brush and planned to call back to continue troubleshooting, and no additional information was received regarding the outcome of the event.